Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced injury, damage, abdominal pain, recurrence, adhesions, defective mesh, pain, mental pain, emotional distress, disability, and impairment. Post-operative patient treatment included revision surgery and lysis of adhesions.